Event description:
It was reported that there was a noise from the ventilator's air gas module. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. Furthermore, provided videos and photos confirm the presence of water/corrosion in the air gas module. Our field service engineer did not visit the customer to investigate the reported issue and there is no further information on how or if the issue has been resolved.